Manufacturer narrative:
The field service representative (fsr) replaced the epgs. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'cannot calibrate oxygen (o2) analyzer' message and the electronic patient gas system (epgs) failed calibration multiple times. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that while testing the electronic patient gas system (epgs) the unit prompted for recalibration multiple times. When the oxygen (o2) sensor was replaced, the unit did not prompt for recalibration. It was determined that the o2 sensor did not operate to specification. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.